Event description:
Additional information was received that the patient had an ischemic stroke approximately 4 months after the index. The onset was gradual with behavior change and mild aphasia. The recovery was partial with minor residuals remaining.

Event description:
This (B) (6) male patient underwent successful stenting of the left internal carotid artery on (B) (6) 2010. The patient came back to the hospital 4 days after the carotid stenting index procedure to have open heart surgery. After the patient was extubated following the open heart surgery on (B) (6) 2010, the patient did not recognize his wife and had aphasia and right hemiparesis. He was diagnosed with an ischemic stroke of sudden onset. The following day, angiogram revealed stent thrombosis in the precise stent in the carotid. Thrombolysis was performed successfully. At this time it is unknown if the patient¿s anticoagulation, typically administered after placement of a stent, was withheld in preparation for the anticipated heart surgery. The day following the thrombolysis, the patient experienced another ischemic stroke, much more serious than the first. The patient¿s symptoms were step-like, with behavioral change, aphasia, and hemiparesis on the right. No treatment was performed, as the site was afraid to do anything further. The patient has not recovered and is scheduled to be transferred to a rehabilitation facility.

Manufacturer narrative:
A review of the manufacturing documentation associated with the involved lot of product presented no issues during the manufacturing and inspection processes. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B) (4) (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
The cc has been updated to reflect an adverse event approximately 4 months after the index procedure. This (B)(6) male patient underwent successful stenting of the left internal carotid artery on (B)(6) 2010. The patient came back to the hospital 4 days after the carotid stenting index procedure to have open heart surgery. After the patient was extubated following the open heart surgery on (B)(6) 2010, the patient did not recognize his wife and had aphasia and right hemiparesis. He was diagnosed with an ischemic stroke of sudden onset. The following day, angiogram revealed stent thrombosis in the precise stent in the carotid artery. Thrombolysis was performed successfully. The day following the thrombolysis, the patient experienced another ischemic stroke, much more serious than the first. The patient's symptoms were step-like, with behavioral change, aphasia, and hemiparesis on the right. No treatment was performed, as the site was afraid to do anything further. The patient has not fully recovered and is scheduled to be transferred to a rehab facility. The adjudication minutes of 5/5/2010 received 5/21/2010 agree with the previous diagnosis of ischemic stroke ((B)(6) 2009) and thrombosis in device. The minutes disagree with the stroke diagnosed on (B)(6) 2009. After review of the adjudication minutes it appears that the second stroke was considered an evolving continuation of the original stroke occurring on (B)(6) 2009. Additional information was received that the patient had another ischemic stroke approximately 4 months after the index procedure. The onset was gradual with behavior change and mild aphasia. The recovery was partial with minor residuals remaining. The patient's medical history includes synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, hyperlipidemia, abnormal stress test, smoking, coronary artery disease and hypertension. High rick factors include previous cea with recurrent stenosis, abnormal stress test and knowledge of two or more proximal or major diseased coronary arteries with > 70% stenosis that have not or cannot be revascularized. A review of the manufacturing documentation associated with lot # 14096196 presented no issues during the manufacturing and inspection processes. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B)(4) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. During an ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The cec adjudication minutes of 5/5/2010 received 5/21/2010 for this (B)(4) patient agree with the previous diagnosis of ischemic stroke ((B)(6) 2009) and thrombosis in device. The minutes disagree with the stroke diagnosed on (B)(6) 2009. After review of the adjudication minutes it appears that the second stroke is considered to have been an evolving continuation of the original stroke occurring on (B)(6) 2009. The code for the stroke dated (B)(6) 2009 has been removed from the file. There are no other changes to the file, and no further updates will be forthcoming.